Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump was received with cracked display window corner. Unable to verify battery out limit due to button/keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 298 mg/dl. Troubleshooting was performed. The device was returned for analysis.